Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm due to cracked or broken off end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and the drive support cap was loose and was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump broke, the bottom of the insulin pump came out and as they tried to push it back in, they could not prime the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.